Manufacturer narrative:
Findings: pump received with blank display due to corroded battery cap contact. Pump was tested with a good battery cap. Also received normal operating currents. No blank display during testing and no low battery alarm during test noted. No damage found on the lcd isolation tape noted. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 131 mg/dl. The customer stated that the device was not dropped nor bumped and not exposed to moisture. The customer was advised to insert a new alkaline battery and make sure is inserting battery correctly. The customer stated the display did not return. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.